Event description:
It was reported by the customer's mother that the customer had issues uploading to carelink on a mac computer. Customer's blood glucose level was 600 mg/dl. It was also reported that the customer had treated with a manual injection. Customer's mother declined troubleshooting. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.